Event description:
During a lead revision procedure, the surgeon discovered a split on the paddle lead directly under the suture sleeve. The surgeon decided to replace the pt's lead with a new advanced bionics spinal cord stimulator lead.